Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported broken flush port was due to the scrub tech accidentally hit the syringe, which was attached to the guide flush port. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that while preparing a steerable guide catheter (sgc), the scrub tech accidentally hit the syringe, which was attached to the guide flush port, with her right arm. The leverage from the impact subsequently caused the flush port to shear off the device. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.